Event description:
It was reported that a malfunction occurred on the pump with a malfunction code displayed as malf 12, which could be reset but recurred afterward. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump and advised to use multiple daily injections as a backup therapy. Technical support confirmed that a replacement pump with updated software would be sent out, and instructions were provided for returning the malfunctioning pump.